Event description:
During coding of the patient, numerous IV pushes and boluses were being given. At some point, there was a loud pop (sound) in the room and IV fluids were seen running onto the floor. Upon identifying where the tubing came from, it was discovered that the tubing had split away at the point of insertion into the alaris pump (i.e. The blue end that comes out of the top of the alaris pump had split/ separated from the stretchy opaque tubing that sits inside of the pump).